Event description:
It was reported by the affiliate in that during an unknown surgery on (B)(6) 2022, it was observed that a plate was broken after the second firing while tightening the suture on the truespan 24 degree peek device. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
UDI : (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in that during an unknown surgery on (B)(6) 2022, it was observed that a plate was broken after the second firing while tightening the suture on the truespan 24 degree peek device. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch wil be filed as appropriate. H10 additional narrative: investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection, it was observed that the one plate was broken. The implants were deployed. The red trigger was reviewed and tested, it performed as intended. The pusher rod is also in good shape, no structural anomalies could be found. A manufacturing record evaluation was performed for the finished device lot number:8l25573, and no nonconformances were identified. Based on the condition of the plate, this complaint can be confirmed. The possible root cause could be related when use the instruments to tighten/cut the suture or when aggressively tensioning the suture. Also, it could be attributed to procedural variables, such handling of the device or product interaction during procedure. As per IFU, pull the free suture tail with continuous force and a smooth motion until both suture bridge legs lay flat and tight against the tissue surface. It is normal to encounter resistance while tightening the repair. A probe or similar instrument may be used to assist with tightening of the repair. Once implants are placed, use an arthroscopic pusher/cutter to cut the free end of the suture. Use caution when tensioning the suture. Over tensioning may cause tissue damage and/or suture or implant breakage. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch wil be filed as appropriate. Investigation summary ==> the complaint device was not returned; and therefore, unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, it was observed that the one plate was broken. The implants were deployed. Manufacturing record evaluation was not required as the reported event was not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. The photo did not provide enough evidence to determine root cause. Hands on analysis would provide the evidence necessary to confirm the root cause. The possible root cause could be related when use the instruments to tighten the suture or cut the suture. Also, it could be attributed to procedural variables, such handling of the device or product interaction during procedure. As per IFU: pull the free suture tail with continuous force and a smooth motion until both suture bridge legs lay flat and tight against the tissue surface. It is normal to encounter resistance while tightening the repair. A probe or similar instrument may be used to assist with tightening of the repair. Once implants are placed, use an arthroscopic pusher/cutter to cut the free end of the suture. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.